Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead exhibited an increase in threshold, as well as high impedance resulting from a possible lead fracture. Upon further analysis via fluoroscopy, it was noted the lead had become dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Product ID: 439688, implantable pacing lead, implanted: (B)(6) 2013. Product ID: 6935m62, implantable tachy lead, implanted: (B)(6) 2013. Product ID: d314trm, cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013. (B)(4).